Event description:
It was reported that the patient received multiple inappropriate shocks during an abdominal procedure due to oversensing of emi (electromagnetic interference). The surgeon did not place a magnet over the device to prevent the oversensing during the procedure. Follow-up information indicated that this was the patient¿s second abdominal procedure and the patient¿s initial abdominal procedure occurred approximately two-and-a-half months earlier. It was noted that at the initial abdominal procedure a lead integrity alert had triggered most likely due to the amount of short v-v intervals and high rate ventricular events. It was noted that the cardiologist was not aware of any inappropriate shocks with the initial abdominal procedure. No intervention was needed and device remains in use. No further patient complications have been reported as a result of this event.